Event description:
One endeavor sprint drug-eluting stent was implanted to the distal right coronary artery(MFR report# 2953200-2009-01599), as treatment of the target lesion. One endeavor sprint drug-eluting stent was implanted to the distal right coronary artery, overlapping, as treatment of a complication/dissection/bailout. There was a suspected mi during the index procedure. ECG available but q wave or non q wave cannot be determined. Location was determined to be in the territory of the implanted stents. The pt was discharged 6 days after the index procedure. Approx two months after the index procedure, hematuria spontaneous bleeding was reported. The pt had stable angina at the thirty day follow up, the six month and one yr follow up. The investigator has not assessed the relationship of the suspected mi and the study stents, drug/polymer or study procedure.

Manufacturer narrative:
Evaluation results: (myocardial infarction).